Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a small fragment of unknown origin, approximately 0.13" x 0.05" returned. Fragments was uneven and jagged. The color of the fragment was dark gray, similar to the color of the grip tip. However, upon visual and microscopic inspection, no broken area was found at the grip tip that matched the returned fragment. Additional observation, the metallic plating at the base of the grip tip appeared to be scraped off. Both sides of the plating experienced deep scratches. One side of plating appeared to be missing an area approximately 0.10" x 0.03". The other side of the plating also appeared to have material missing, approximately 0.12" x 0.02". Missing material was not returned. This instrument will be transferred to determine the origin of the unknown fragment and inspect the condition of the metallic plating of the grip base. Please confirm user induced damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to the advance failure analysis engineer team for further investigation. Initial findings were partially confirmed. The finding of the small fragment with unknown origin was confirmed. Fourier transform infrared spectroscopy (ftir) was performed, and it was determined that the fragment was the same material as the plastic on a vse jaw. No damage to the vse jaw was noted, that lined up with the shape or dimensions of the fragment. The color of the fragment and properties (per ftir) are a close match with the vse jaw plastic, but since there was no damage to the vse jaw and no other vse was used in the procedure, it is not clear as to where it came from. The metallic plating at the base of the grip tip did not have any scraping or missing material as noted in the initial failure analysis notes. It is design related where the area thought to have missing material looks different in metal injection molding jaws (342931-16) as compared to machined (342931-06). The fa code will be removed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer insulation has come loose. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.